Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy to remove a meningioma, several screws broke while attempting to close the cranial flap. The surgeon stated the screws "flat head makes it difficult to use for the osteosynthesis of the cranial flaps (bone too thick)." The screw also broke when a hole was pre-drilled prior to inserting the screw. The duration of the surgery was three hours and thirty minutes. The duration of the delay due to the screws breaking is unknown. The procedure was completed by removing the screws and replacing with screws of the same part and lot number. The patient did not retain a foreign body. It is reported one broken screw will be returned for evaluation. It is reported the patient was sent home and is well. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection and functional testing could not be performed as a result of the products not being returned. It was reported that the screws had fractured, but there were no photographs provided to substantiate this complaint and determine the fracture pattern, and the products themselves were not returned, therefore the complaint cannot be verified. It was reported that "these screws seem unsuitable for this surgical procedure because their flat head makes it difficult to use for the osteosynthesis of the cranial flaps (bone too thick). Same when a pre hole was done with a drill : the screws break." This indicates that the bone may have been too thick, yet it was also reported that the surgery was completed with the same screws from the same lot number. It is possible that the screws experienced excessive force beyond what they were designed to encounter, but given no photographs or products were received to determine the fracture pattern, this cannot be substantiated; also, the parts associated with this complaint are high torque screws which are designed to withstand high amounts of torque, ultimately making this less likely. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient condition as the bone was cited as being too thick. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer. (B)(4).